Event description:
Us endoscopy received report of difficulty during resection of a 2.5 cm sem-pedunculated polyp with the lariat snare (B)(4). A fellow attempted to remove the polyp from a flap in the descending colon/sigmoid. The device cut through 98 percent of the polyp but would not cut through a thin "thread like" piece of tissue. There was a reported a 15-20 minute delay in the procedure prior to complete resection of the tissue, with no harm to the patient. The physician did not attribute the lariat snare to the resection difficulty.

Manufacturer narrative:
The device was returned and subject to engineering inspection, which found the device dimensions were within specifications. The device was subjected to simulated use testing in a tortuous configuration, which found the snare loop deployed and retracted fully and easily. The device continuity (between snare loop and active cord connector) was confirmed. No evidence was found to support the report of difficulty during polyp resection. The manufacturing record was reviewed. The required in-process and qc inspections were performed and acceptable results documented. No anomalies were documented on the record. This report will be updated if further information becomes available.